Event description:
It was reported that a cannon repair set was used to replace the pigtail, which had a cracked arterial luer lock. The reporter stated it could be from use of forceps (staff denies having used the forceps). The catheter was inserted a month ago and there were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.